Event description:
Per the audiologist, the patient underwent revision surgery (B) (6) 2010 to re-position the receiver stimulator that was implanted upside down.

Manufacturer narrative:
(B) (4). Implanted device remains.